Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was receiving baclofen via an implantable pump for intractable spasticity use. It was reported that about a week and a half ago, the pump made a critical alarm sound 3 times every 15 minutes and then a single beep twice after that. The patient representative (rep) stated the patient was not around any strong sources of electromagnetic interference (emi), and the pump was not due for a refill until (B)(6). The rep mentioned that the patient's symptoms have also gone downhill. The patient was redirected to their healthcare provider to further address the issue. The rep stated that the patient saw their physician who supposedly reviewed the event logs and stated there were no events found on the log. The rep stated that they had made another appointment with their physician.

Manufacturer narrative:
H3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a consumer stated that the cause of the alarm was unknown. It was noted that nothing showed up as an alarm was going off but it was heard very quietly at 3:00 am. The pump alarming resolved by itself. The patient went completely numb and could not lift their arms. For resolution for the patient symptoms, the pump was refilled thinking it was empty, but it was not but after the refill the no problem since. The patient previously had no back-related symptoms but has recently developed urinary issues and swelling in the legs. Additional information provided by the patient¿s wife indicated that the cause of the numbness, inability to lift the arms, urinary issues, and leg swelling is unknown, as the patient has not yet seen the managing physician. They plan to schedule a visit for evaluation of these symptoms, but no date has been provided. No further information is available.